Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had stored ventricular episodes with inappropriate anti-tachycardia pacing (atp) and shocks delivered due to atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that there was no indication of therapy exhaustion. It was noted that there were limited options for reprogramming, however they had to get the patient's atrial fibrillation (af) under control. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.